Event description:
The device was removed due to "patient dissatisfaction due to persistent pain".

Manufacturer narrative:
Analysis results are inconclusive, as the device appears to have sustained damage from a sharp instrument during the operative procedure. Should additional information become available regarding this surgery, it will be re-evaluated and a follow-up report will be sent.